Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4) - destroyed while removing.

Event description:
It was reported that patient was revised for dislocating triathlon ps from fall to a triathlon ts on (B)(6) 2013. Patient dislocated the ts and had very difficult time relocating it. Surgeon elected to put in modular rotating hinge from stryker.

Manufacturer narrative:
A review of the provided medical records and/or x-rays by a clinical consultant indicated the dislocations and ultimate conversion to a hinged total knee arthroplasty was the result of the patient¿s neuromuscular disease and not likely device related. The event was confirmed. Review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review indicates there have been no other events for this lot. The investigation concluded that the reported dislocation and subsequent revision is not related to manufacturing factors. Based on the medical review, it is possible patient factors may have caused the reported event.

Event description:
It was reported that patient was revised for dislocating trithalon ps from fall to a triathalon ts on (B)(6) 2013. Patient dislocated the ts and had very difficult time relocating it. Surgeon elected to put in modular rotating hinge from stryker.